Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced extracochlear electrodes. It appears the electrode migrated following insertion. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Additional information: section d.9. The recipient has reportedly healed following surgery. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.